Event description:
Double capsule was noted at the time of explant.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, underweight, non-penetrating nicks, and red particles. A microscopic analysis was performed which identified a sharp edge with non-penetrating nicks assessed as surgical impact opening on the radius side. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of alcl lymphoma (suspected) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and "alcl." Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side pain and rupture. The device has been explanted due to "pain" and "alcl." Histopathological markers were not reported.